Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 1 of 3 of treatment and the treatment was cancelled. Alarm occurred multiple times. Air bubbles were found in the last bag and supply bag. It was noted that the patient could not find the label on the wrappers, therefore could not provide the lot number for the bags or cassette. Fluid was discovered in the pump module and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler to allow it to dry overnight and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the nurse confirmed that there was no label issue. The packaging of the cassette has labels and so does the box the cassettes came out of. The patient is elderly; his supplies are in another room and could not read the label. The patient was seen in the clinic the next morning where the solution was manually drained and was filled with their last fill for the day. There was no patient serious injury or medical intervention required as a result of this event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete treatment on the day of the event. The patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 1 of 3 of treatment and the treatment was cancelled. Alarm occurred multiple times. Air bubbles were found in the last bag and supply bag. It was noted that the patient could not find the label on the wrappers, therefore could not provide the lot number for the bags or cassette. Fluid was discovered in the pump module and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler to allow it to dry overnight and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the nurse confirmed that there was no label issue. The packaging of the cassette has labels and so does the box the cassettes came out of. The patient is elderly; his supplies are in another room and could not read the label. The patient was seen in the clinic the next morning where the solution was manually drained and was filled with their last fill for the day. There was no patient serious injury or medical intervention required as a result of this event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete treatment on the day of the event. The patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event.